Manufacturer narrative:
The complaint trending report review determined that complaint activity was normal for the issue. As no reagent lot number was available and the customer's instrument was not available on abbott link, no further investigation could be performed. As per the package insert, architect anti-hbs has previously been compared to the axsym ausab assay for correlation using the passing-bablok regression method and spearman rank correlation. The comparison was made using results from 187 specimens from (B)(6) vaccine recipients and individuals who have recovered from (B)(6) infection. The correlation coefficient was 0.906, the slope was 1.07 and the intercept was -3.01. The dynamic range of both methods is 0-1000 miu/ml. The complaint evaluation has concluded architect anti-hbs assay is performing acceptably. No product deficiency was identified. There is not enough information to reasonably suggest a malfunction given the time lag between testing of two bleeds from the four patients and the lack of other (B)(6) marker results.

Manufacturer narrative:
This report is being filed on international product, architect anti-hbs, list 7c18, that has a similar product distributed in the u.s. Architect ausab, list 1l82. (B)(4). Evaluation in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) architect anti-hbs ((B)(6) ) on 4 patients who tested axsym ausab (B)(6) with previous testing a year ago. The 4 patients had not received any (B)(6) vaccinations. Data provided was a range for all 4 patients with no individual patient information or individual testing data provided. The patients were school teachers who participated in a health screening. No impact to patient management was reported.